Event description:
It was reported that there was far field r wave oversensing and possible noise on the atrial lead which was causing mode switching and ventricular sense response pacing. It was also noted that there was possible worsening of the patient's heart failure symptoms including shortness of breath and swelling. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.